Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure, a faradrive steerable sheath was selected for use. While flushing the sheath, there was air seen to be entering the sheath through the flushing system. A fluid leak was noted to have appeared in the plastic, flushing system part of the device. No air was seen in the patient as the physician was flushing the sheath at this point and preparing the sheath for the procedure. The sheath was not inserted into the patient. The sheath was replaced and the procedure was completed successfully. No patient complications were reported.